Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint concerns a patient of unknown age and gender. The patient was taking unspecified insulin via a hp ergo burgundy clear cartridge holder for the treatment of an unk indication beginning on an unk day. On an unk day, the hp ergo burgundy clear cartridge holder was reported to have a product complaint/malfunction, the device was not accurate. The operator of the device was the patient. It is unk if the operator of the device was trained. The patient has used this device model for an unk time period. The device was returned to the company. It is unk if the hp ergo burgundy clear cartridge holder is continuing. Lot number is 40303.

Manufacturer narrative:
Complaint suggestive or reportable malfunction/near incident. Will investigate further.